Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the insulin pump alarmed power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected power loss alarms, replace battery now alarms, or low battery alarms noted during testing. Device received with scratched case, pillowing keypad overlay, fading serial number label, cracked retainer, faded end cap address label, and a minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was 280 mg/dl. The customer did not received a low battery alert prior to the replace battery now alarm. The customer stated that there were not unattended alarms and insulin pump was not dropped. The customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery now without a low battery warning. Insulin pump will be returned for analysis.